Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cannot start pump with air in-line. Prime tubing' alarm. This alarm occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of air-in-line alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no event history related to the current complaint. Visual/functional testing was performed. Complaint was verified with air detector test. Replaced air in line sensor. Upon further investigation the battery compartment was cracked, and the upstream occlusion (uso) and downstream occlusion (dso) seals were lifting. The dso was contaminated. Replaced dso and uso seal. Replaced battery compartment and all its components. Performed verification testing and device passed all test criteria.